Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was tested with a test p-cap and the p-cap did not lock in place properly (loose) due to missing retainer. The insuin pump was received with partially broken off reservoir tube lip. The pump was received with cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture above up arrow button and peeling end cap address label. Analsis was unable to perform displacement test due to missing retainer.

Event description:
Customer reported via phone call that the plastic o-ring is broken off and it did not stay on like it used to and came off. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.